Manufacturer narrative:
Follow up report being submitted to update device evaluation.

Event description:
It was reported that during procedure at the user facility the guard on the footed attachment was twisted at the end. The procedure was completed successfully without a clinically significant delay; no adverse consequences were reported.

Manufacturer narrative:
The event was already reported on MFR report # 0001811755-2016-00046, but was found to be a separate failure mode requiring an MDR report.

Event description:
It was reported that during procedure at the user facility the guard on the footed attachment was twisted at the end. The procedure was completed successfully without a clinically significant delay; no adverse consequences were reported.